Event description:
A memory lens iol implanted was going to be explanted in the near future due to opacification. Request has been made for additional information. No further information is available at this time.